Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. When the customer tried to make a correction in the bolus wizard using the b button, the numbers scrolled up without his input. Customer's blood glucose level was 215 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.